Event description:
It was reported that a foxcross dilatation catheter was advanced to a fistula and the balloon would not hold pressure during initial inflation attempt. The device was removed without resistance. Once outside the anatomy, a pinhole was noted in the balloon. Another foxcross was used without reported issue. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for balloon rupture. Based on the information reviewed, there is no indication of a product deficiency.